Event description:
It was reported that patient is experiencing pain and swelling after the primary left knee implantation on (B)(6) 2013. Surgeon did scar tissue clean up in (B)(6) 2014. Patient is still having trouble bending his knee and is in lot of pain. Physical therapy did not help either.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown left knee.an evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding range of motion involving a triathlon tibial insert was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned. -medical records received and evaluation: a medical consultant has reviewed the provided patient information and has indicated: ¿no documented follow-up subsequent to the (B)(6) 2014 visit, no confirmation of the complaints noted in the event description and no date or operative report of the unicondylar surgery are available. The likely source of the clinical complaints in this case is persistent arthrofibrosis after the revision left total knee arthroplasty. There is no evidence that factors of faulty total knee component design, manufacturing, or materials are responsible for this clinical situation.¿ -device history review: review of the device history records indicates the devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined because there is ¿no documented follow-up subsequent to the (B)(6) 2014 visit, no confirmation of the complaints noted in the event description and no date or operative report of the unicondylar surgery are available.¿ the following other devices were added to this report after submission of the of initial emdr report: triathlon cr fem comp #6 l-cem; cat# 5510-f-601; lot# unknown; triathlon prim tib baseplate - cemented; cat# 5520-b-600; lot# igxyd; triathlon symmetric x3 patella; cat# 5550-g-360; lot# mpdx.

Event description:
It was reported that patient is experiencing pain and swelling after the primary left knee implantation on (B)(6) 2013. Surgeon did scar tissue clean up in (B)(6) 2014. Patient is still having trouble bending his knee and is in lot of pain. Physical therapy did not help either.